Event description:
The customer reported the system won't boot past the 11th arrow.

Manufacturer narrative:
The ge service rep could not reproduce issue, believe software may corrupted. Reloaded software on system, also verified low voltage power supply outputs. He rebooted the system multiple times without issue, verified operation by saving multiple images, and testing all controls, system operating as intended.